Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced blockage at site. The blood glucose level of the patient was high. No further information available.